Event description:
Philips received a complaint on an intellivue mp50 indicating that on (B)(6) 2025 at 12:14 a.m. There was no alarm sound during the destat event, and no alert was sent to the phone. A nurse walking past the central station noticed the sp02 reading and was able to immediately tend to the patient. It was reported that no harm occurred to the patient. The alarm sound was tested by the engineer and the issue could not be reproduced.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer site, and tested the mp50 monitor; the tc confirmed the monitor was working properly. Audit logs were provided to a philips product support engineer (pse). The pse found that logs show that desat was annunciated. The pse noticed the nomenclature of ¿surv¿ in the host name, which may indicate that a surveillance station is in use. The surveillance station, a philips patient information center ix (pic ix, audit logs were reviewed. The pic ix audit logs show that the alarm was detected and presented to the end-user appropriately. 6/11/2025 00:12:55; acknowledge ; (B)(6). 6/11/2025 00:12:46 red alarm sound played; pic ix: (B)(6). 6/11/2025 00:12:46 *** desat 78 < 90 generated at 00:12:23; pic ix: (B)(6). Based on the information available and the testing conducted we were unable to replicate the reported problem. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.